Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the 1.1mm threaded guide wire 150mm (p/n: 292.622, lot #: 92p6373 & qty:1) was returned and received at us cq. Upon visual inspection, it was observed that the guide wire is bent. Additionally, the device was received with breach in there inner packing tube and outer bags. No other issues were found on those guide wires. Device failure identified? Yes, as device is bent. Document/specification review: based on the date of manufacture all related drawings are reflecting the current and manufactured revision were reviewed. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Complaint confirmed? Yes, the complaint condition can be confirmed for guide wire being bent. Hence, conforming the allegation. Investigation conclusion: the complaint condition can be confirmed for 1.1mm threaded guide wires 150mm (p/n: 292.622, lot #: 92p6373 & qty:1). During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: part # 292.622. Synthes lot # 92p6373. Supplier lot # n/a. Supplier batch # 30p3850. Release to warehouse date: feb 23, 2021. Expiration date: n/a. Supplier: (B)(4). No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, damaged product was received from the hospital. It is unknown how the issue was discovered. It is unknown if there was patient involvement. This report involves one (1) 1.1mm threaded guide wire 150mm. This is report 1 of 3 for (B)(4).